Event description:
It was reported that during our field service engineer's field visit for a o2 sensor related issue, the nozzle units were suspected to be faulty. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The issue with the disconnected o2 sensor alarm has been confirmed during evaluation of the provided problem description and service report. Log files were not provided to this investigation. Our fse (field service engineer) was on-site to investigate the issue further and could narrow the issue down to the quality of oxygen gas. The ventilator was tested and it worked properly. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined. Based on the information above, this complaint will be closed.

Event description:
Manufacturer's ref.#: (B)(4).